Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother stated that insulin pump is delivering insulin at random times without being programmed. The insulin pump is giving customer boluses on it's own. Customer's blood glucose reading is 600 mg/dl. Customer treated with injection. Advised caller that the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
No button response due to moisture damage found on keypad traces. No ramping numbers noted. Unable to test for bolus wizard and bolus anomaly due to no button response.